Manufacturer narrative:
(B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient has undergone an additional surgery of urethrolysis and incision of the mesh on (B)(6) 2010 and revisionary procedures. It was reported that post implantation that the patient had vaginal scarring, pain and formation of urethrovaginal fistula. It was further reported that patient underwent fistula repair, removal of mesh, vaginal advancement flap, botox injection of spasmodic levator muscles and manual therapy under anesthesia on (B)(6) 2012 due to dyspareunia and pelvic pain. (B)(4).

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. The patient experienced pain, spotting, difficult urination, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone an additional surgery of urethrolysis and excision of the sling on (B)(6) 2010 and revisionary procedures. No additional information was provided.